Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on their back between 5 and 24 hours. The patient¿s mother reported the pod was applied two days prior and the patient experienced persistent hyperglycemia throughout the day despite multiple correction boluses. The continuous glucose monitor displayed ¿high¿, and the pump indicated insulin delivery, but the patient¿s bg level did not decrease. The pod was removed and inspected with no reported leakage or odor. The patient¿s mother had reported that the cannula had inserted into their skin, and the pink slide did move forward, but upon removal of the pod the cannula was not visible, indicating a needle mechanism failure for a retracted cannula. There was no medical assistance required.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on their back between 5 and 24 hours. The patient¿s mother reported the pod was applied two days prior and the patient experienced persistent hyperglycemia throughout the day despite multiple correction boluses. The continuous glucose monitor displayed ¿high¿, and the pump indicated insulin delivery, but the patient¿s bg level did not decrease. The pod was removed and inspected with no reported leakage or odor. The patient¿s mother had reported that the cannula had inserted into their skin, and the pink slide did move forward, but upon removal of the pod the cannula was not visible, indicating a needle mechanism failure for a retracted cannula. There was no medical assistance required. Additional information received on 14apr26, the patient's mother reported the cannula was visible upon pod removal, but appeared a bit "funny", not as usual. There was no needle mechanism failure reported.

Manufacturer narrative:
Additional information was provided on 14-apr-2026, and no needle mechanism failure was reported. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.